Manufacturer narrative:
The product was returned and evaluated and the distal tip "l" hook is missing, and at the breakage point it is bent to one side. The breakage was from mechanical force.

Event description:
Allegedly, during a laparoscopic cholecystectomy procedure, the tip of the electrode fell inside the patient; the doctor was able to retrieve the piece successfully with no harm to the patient and the procedure completed.